Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter revealed a user related hole in the catheter body.

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) year old female patient receiving intrathecal gablofen via an implantable infusion pump. The indication for use of the device was not reported. The concomitant medications and patient history were not reported. It was reported that the treatment device system was replaced on (B)(6) 2016, as the catheter was not able to be aspirated. There as no patient injury, and the patient recovered without sequela. The pump was noted as prophylactically removed to avoid battery depletion. No rotor or dye studies were performed. Further information reported that x-rays had been performed as troubleshooting. The cause for the inability to aspirate was that the catheter backed out. The new pump and catheter were placed, and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.